Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation and no capture. This lead was out of service and replaced. No additional adverse patient effects were reported.